Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under their left breast from the lifevest equipment. The patient was prescribed an ointment from the hospital for the skin irritation. Follow up indicated that the skin irritation improved.